Event description:
It was reported that the target lesion was in the right coronary artery that was mildly tortuous, moderately calcified, with a 100% stenosis. The 1.2x6 mm trek balloon and the non-abbott guide wire became stuck to each other during use at the chronically totally occluded (cto) lesion. Resistance was felt during advancement and retraction of the device during use in the patient. The physician commented there was a possibility that the distal soft tip of the trek balloon was damaged or collapsed due to the attempt to cross through the cto lesion. No patient adverse effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the mini trek catheter noted blood visible on the balloon, shaft and in the hub, inflation lumen, loosely folded balloon and in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and a leak during use in the patient anatomy. The tip was slightly flared, which likely occurred during advancement in the totally occluded lesion as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. There was a non-abbott guide wire returned inside the guide wire lumen of the balloon catheter. The guide wire was able to move inside the guide wire lumen with slight resistance noted. There was 54 cm of the non-abbott guide wire extending out the tip of the balloon catheter. There was blood and contrast visible on the core and coils of the non-abbott guide wire. There were bends in the guide wire 5.5 cm distal to the proximal solder and a bend in the tip 1 mm proximal to the tip ball. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The maximum diameter of the guide wire was measured to be 0.01363 inches. An attempt was made to remove the guide wire proximally from the guide wire lumen and the wire was able to be withdrawn slightly up to the proximal solder of the guide wire. As the proximal solder of the guide wire entered the tip of the balloon catheter advancing through the inner member in the balloon, there was resistance noted and the inner member bunched. An attempt was made to remove the guide wire distally and the guide wire moved slightly and then stuck and would not move any further. The balloon catheter was left soaking in a warm water bath to attempt to dissolve the blood and remove the guide wire. After the balloon catheter was left soaking overnight the guide wire could not be removed. It is possible that the build up of blood and contrast on the guide wire and in the guide wire lumen of the catheter contributed to the resistance with the guide wire; however, this could not be confirmed. A new indeflator filled with water was used to pressurize the balloon catheter when fluid leaked out a hole in the outer member 7 mm proximal to the guide wire exit notch. The patient anatomy was moderately calcified and totally occluded which may have contributed to the noted tear in the shaft as there was no leak or damage noted to the catheter during preparation or inspection prior to use which suggest the tear was not a pre-existing condition. It is likely that the shaft was damaged during advancement in the patient anatomy. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.